Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the damage occurred during instrument break down and the release knob on the ratcheting handle came off. Site planned to keep the handle.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the ratcheting handle was damaged under normal working conditions. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.